Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus the camera head high-definition television camera was defective and had a loose contact. The reported issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Pection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to the damage on cable unit, noise occurred, and no image was displayed. And water tightness was also lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: which causes no image and noise had occurred with loss of water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.